Event description:
It was reported that during an unknown procedure, when the device came into the trocar, the closed button could not be opened automatically after closing and the clamp arm could not be closed completely. Changed another one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.